Event description:
A healthcare provider reported that a pt woke up because she breathed in smoke. No flames were observed coming from the device. After this event, the pt stated they experienced vomiting with blood and a burning sensation in their eyes.

Manufacturer narrative:
The pt went to the hospital after the incident and consulted 3 different doctors. According to them, her pathology and the associated symptoms do not indicate that the device contributed to the event. The device in question has not been returned. However, resmed has made requests for the device to be returned so that an engineering investigation could be performed. As this has not occurred, resmed is unable to confirm the alleged malfunction at this time.